Event description:
As reported, approximately 7 years post implant of a 29mm sapien 3 valve, the valve failed due to stenosis. A valve-in-valve (viv) was placed without issues and patient remained stable throughout.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery returned therefore no imaging evaluation was performed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency; therefore no device history record (DHR) review or lot history was performed. The complaint for post implantation stenosis was confirmed, however the device has been implanted for over 5 year with structural valve deterioration (stenosis) therefore a complaint history review is not required. The reported event does not allege a malfunction that could be related to a manufacturing deficiency therefore, no lot history review is required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. The IFU for commander delivery system with s3/s3u, us was reviewed. No IFU/training deficiencies were identified. The device under investigation had been implanted for more than 5 years (implant date: 2015) and there is no evidence of device malfunction contributing to the reported event. Therefore, no further action is needed. The complaint for post implantation stenosis was unable to be confirmed as no medical record and/or imagery provided. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (outofround configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the reason behind valve stenosis approximately 7 years post implantation of a 29mm sapien 3 valve remains unknown. There is insufficient information provided to determine a root cause at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.